Manufacturer narrative:
Device return not anticipated. It remains implanted. Concomitants: 02-020-11-0220 - truliant ps cem fem ps cem left sz 2. 02-022-45-2010 - truliant tib fit tray cem sz 2f / 1t. 200-07-29 - advanced patella 29m 3 peg implant. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported via clinical studies, exactech truliant knee clinical study, that a 80 yo female with a primary diagnosis of osteoarthritis, who had initial left knee replacement on (B)(6) 2019, was seen for a stiff and painful knee, (ankylosis) approximately 2 months post the initial procedure and underwent a closed manipulation. The information indicated the outcome as resolved (B)(6) 2019. Study notes do not indicate if this event is related to the devices or the procedure.

Manufacturer narrative:
H2: based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the subsequent pain cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.

Manufacturer narrative:
H7: z-0023-2022.